Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The following information was requested, but unavailable: can you please clarify the event description statement regarding the "need to put the clips three times as fixing is not correct". Were the clips malformed? Were the clips scissored? Did the clips not hold on to the vessel or tissue after they were applied? You also stated "important bleeding needs to be ligated". Did the clip cut the vessel? How much blood was lost? How was the bleeding controlled? Was a transfusion required? Did issue result in change of procedure or alteration in post-op patient care? What is the current patient status?

Event description:
It was reported that during an unknown procedure, the clip fixation on collateral saphenous vein. Need to put the clips three times as fixing is not correct. Important bleeding needs to be ligated. Unknown how case was completed. No patient consequence reported so far.